Event description:
It was reported that the pump touch screen was cracked and the customer was "unable to interact with the pump". Customer¿s blood glucose level was 164 mg/dl. Multiple attempts were made by tandem technical support to reach out to the customer regarding the functionality; however, no response was received and the customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.